Manufacturer narrative:
(B)(4). CAPA: the event is expected. It is stated in the warning section in the IFU for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion ischemia and necrosis. No corrective or preventive action will be initiated. Lot number was not reported. Pharmacovigilance comment: the serious event of vascular reaction was considered expected and possibly related to the injection procedure/technique with restylane. This case meets the seriousness criteria for expedited reporting to regulatory authorities because the physician stated that he or she would have administered medical intervention if it were possible to do so to prevent a permanent impairment, and that the patient experienced prolonged event resolution. The nurse mentioned that the treating physician classified this case as worse than another serious case which required medical intervention; however, the significance of this is unknown. Device was not available to manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous report received from a nurse on (B)(6) 2017. The nurse reported in the follow-up information to case (B)(4), that she had been in contact with a physician that had experienced the same adverse event as the nurse ((B)(4)) with one of his female patients of unknown age. No information was provided about the patient's medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. A few years back before this report, on an unknown date, the patient received treatment with restylane (lot no. And volume unknown) to an unknown location with an unknown injection technique and needle. The reporting nurse informed that she was pretty sure that the patient was treated with restylane. On an unknown date, the patient experienced a vascular reaction (vascular occlusion) at an unknown location. The nurse informed that if she understood the physician correctly, this situation was far worse than the case (B)(4), since the patient did not contact the physician until approximately five days after the treatment. Further, the physician stated that it was then too late to treat the patient with hyalase. After some time, the patient recovered completely and the nurse assumed that the physician had not reported this as an adverse event. At the time of the report, the outcome of vascular reaction was recovered/resolved.